Manufacturer narrative:
The returned unit was consistent with the complaint incident. Visual examination noted the device was returned with the stent detached. The stent was damaged and stretched. Damage of this nature is consistent with the device encountering some form of restriction. The tip of the device was pinched inwards. The complaint does not provide details as to when this defect occurred. However, this type of damage is consistent with attempts to insert the guidewire or excessive handling. It is advised in the taxus liberte directions for use (delivery procedure) that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. A review of the top assembly shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is unknown.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. The lesion being treated was located in the non-tortuous right coronary artery (rca). The lesion was predilated with a 3.5x20mm unknown balloon. The physician attempted to place the 3.00x20 mm taxus liberte drug eluting stent, but was unable to cross the lesion. The physician pulled back the stent delivery system (sds), so another balloon inflation could be performed, but found that the stent had dislodged from the sds balloon. The stent was found in the guide catheter. The procedure was completed with non-bsc device resulting in timi 3 flow.